Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 400-500's mg/dl and correction boluses were delivered to address the bg level. Supply changes would be performed to resolve the occlusion alarms and the customer would not observe any damage to their cannula during the supply changes. No troubleshooting could be performed as the customer was using alternate therapy for insulin therapy at the time they contacted tandem technical support. Pump logs were reviewed and it appeared the customer was not changing supplies after the occlusion alarms, instead they were only resuming insulin deliveries. At times, insulin deliveries would not be resumed until minutes or hours after an occlusion alarm was received. Multiple attempts were made by the customer's clinical diabetes educator to obtain additional information; however, no additional information regarding this event was provided.